Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One narrow standard large hexed driver, 24mm (phd03n) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured. Functional testing could not be performed since the product was fractured. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture image was provided by the customer and the reported event was confirmed. DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. However, a year-long complaint history review by item number (phd03n) was performed for similar events and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation and risk review, the most likely cause determined from the investigation is excessive torque applied during placement/seating.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that driver (phd03n) fractured. No serious injury has been reported associated to this event.